Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct field h1: no. Of events summarized and field h6: impact codes, section h and upgrade to serious injury report.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. A defibrillation threshold (dft) test was performed, which resulted in shock impedance measurements greater than 200 ohms. Technical services (ts) was consulted, reviewed the device data, and noted the impedance had previously been in the 60-ohm range. Ts suspected that one coil exhibited calcification and provided coil reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. A defibrillation threshold (dft) test was performed, which resulted in shock impedance measurements greater than 200 ohms. Technical services (ts) was consulted, reviewed the device data, and noted the impedance had previously been in the 60-ohm range. Ts suspected that one coil exhibited calcification and provided coil reprogramming recommendations. No adverse patient effects were reported. This rv lead remains in service.